Event description:
Hemashield gold knitted microvel straight double velour vascular graft failed while cannulating for veno-arterial extracorporeal membrane oxygenation (va-ECMO). Replaced with new graft.